Event description:
It was reported that patient presented with near-syncopal spells in the emergency room with right ventricular lead exhibiting oversensing. Upon interrogation, all electrical values were normal. There were multiple noise episodes seen in the electrograms stored in the device. The device was reprogrammed in the hospital and patient was scheduled for a lead revision surgery. The patient remained asymptomatic post reprogramming and leading up to the procedure. On (B)(6) 2017, the lead was successfully capped and replaced. The patient remained stable during and post surgery.